Event description:
When the pump was initially returned, it was indicated that the pump was replaced due to normal eri (elective replacement indicator). On (B)(6) 2015 it was reported that ¿the battery life ran out at 5 years¿, so it had to be replaced. The device system was delivering fentanyl and bupivacaine. For subsequent events, see manufacturer¿s report number 3004209178-2015-09850.

Manufacturer narrative:
Concomitant products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no significant anomaly, pump motor o-ring wear. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.